Event description:
The user received intermittent low results for several assays over a two day period. Of the data provided, the glucose result for one patient sample was discrepant. The initial result was 22 mg/dl and was not reported. The repeat result from the other c501 analyzer (B) (4) was 117 mg/dl and was reported. No patients were treated due to the erroneous results. The glucose reagent lot number was 61774601. The field service representative determined there was a dirty sample probe and replaced it. He checked the static brushes and replaced the liquid level detect pcb. To verify the analyzer operation, the user verified several samples with the other c501 analyzer and results matched. Qc was within means.